Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a stent replacement procedure performed on (B)(6) 2012. According to the complainant, resistance was met during attempts to extend the snare loop into the patient's biliary duct. When the loop could not be extended, the device was removed and it was noted that the sheath was torn near the device handle. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a stent replacement procedure performed on (B)(6) 2012. According to the complainant, resistance was met during attempts to extend the snare loop into the patient's biliary duct. When the loop could not be extended, the device was removed and it was noted that the sheath was torn near the device handle. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good" following the procedure.

Manufacturer narrative:
(B)(4) - the reported event: sheath torn. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the flare (working length) to be detached, which rendered subsequent functional testing impossible. The complaint was confirmed; the detached flare can result in a "torn" appearance and would prevent extension of the snare loop. However, review and analysis of all available information failed to indicate a probable root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted.